Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2018 the patient had been able to recharge the ins. They then had a colonoscopy in (B)(6) 2018, and had turned the ins off during the procedure. After the procedure they were able to turn the ins back on, but they were then not able to charge the ins. The last time the patient felt stimulation was (B)(6) 2019. The patient tried charging the ins but the recharger was not working and they could not recall if anything displayed on the screen at that time. During the call, troubleshooting was performed. The green light was showing on the desktop charger and the recharger did show the plug in the upper right hand corner. The connector pin of the desktop charger was confirmed to not be broken or loose. The recharger charge was displaying as 3/4 charged. When they attempted to connect the recharger to the ins, the recharger screen displayed the adjust antenna screen and a poor coupling screen. The programmer also displayed a poor communication screen. Overdischarge was reviewed, and the caller was redirected to the doctor to determine if the ins had gone into overdischarge and to resolve the issue. A manufacturer representative (rep) confirmed later that day that the patient had been scheduled to meet with a rep at the doctor's office. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that there was an overdischarged implantable neurostimulator due to patient compliance. The patient was unable to communicate with the implantable neurostimulator recharger or the patient programmer. An antenna locate feature led to a normal charge session. The implantable neurostimulator was charged to ¼ charge and the 0x8 power on reset message was cleared. The issue was resolved at the time of the report. There were no further complications reported or anticipated.